Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 210mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. The type of damage noted most likely occurred due to excessive forces that could have been applied on the delivery system. A review of the manufacturing process was carried out as part of the analysis. During the manufacturing process the returned device was checked for leaks at the vacuum decay test (vdt) work-step and no anomalies were noted. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 24 x 2.50 promus premier¿ drug-eluting stent was selected for use to treat a lesion. However, during introduction, it was noted that the proximal end of the catheter was broken about 30cm from the end. The procedure was completed using a different device. No patient complications were reported and the patient's status was okay.